Event description:
I had essure coils implanted in 2005 after the birth of my 2nd child. Since that time, I have dealt with the following side effects: hair loss, extensive weight gain, extreme pain during my menstrual cycle, heavy bleeding, swollen ankles/feet, loss of sex drive, painful intercourse, consistent vaginal discharge, hot flashes, cramps, back pain, heartburn, migraines, mood swings, excessive sweating, rashes, and have recently been diagnosed with a thyroid disorder that now requires me to take daily medication. Additionally, I was never told that the coils contained nickel. Had I been told, I would have never had the procedure done as I have an allergy to nickel.